Event description:
On (B)(6) 2011, a vns treating physician reported that he had a vns depression patient who was having a relapse and was not doing as well emotionally. The physician interrogated the vns and reported that he wants the patient to have their battery replaced. It is unknown if the battery is at end of service. The patient's programming history was reviewed and the patient was last programmed to output=1.25ma/frequency=30hz/pulse width=500/on time=30sec/off time=5min/magnet output=0ma/magnet pulse width=500usec/magnet on time=60sec on (B)(6) 2009. A systems diagnostics test performed that day on (B)(6) 2009 showed output=ok/lead impedance=ok/dcdc=2/eri=no. Good faith attempts for additional information were made to the physician but no further information was received to date. Although surgery is likely, it has not yet occurred.

Manufacturer narrative:
Type of device code, corrected data:initial report inadvertently listed wrong device code.